Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the presence of the reported event code but was unable to confirm any lock up issue with the device.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported lockup issue could not be determined.

Event description:
The customer reported that their device had logged an event code and during a training session, the device appeared to lock up during a defibrillation charge attempt.  After the customer power cycled the device, the device appeared to function normally. There was no report of any patient use associated with the reported issue.